Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a cyst was exacerbated by the lifevest equipment. Patient described the area as a cyst on the back that has broken open and has bled. There was no alleged device malfunction contributing to the irritation. The patient¿s physician has scheduled a surgery in 2 weeks to remove the cyst. The outcome of the irritation is unknown as follow up attempts were unsuccessful.